Event description:
Information received indicates, the power indicators are on but no bed functions are working.

Manufacturer narrative:
The technician replaced the power control module and re-calibrated the position sensors to repair the bed.